Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: during testing, the pump powered on with audio tones and vibrations functional; the display screen was blank. Evaluation revealed that there was evidence of moisture damage to the pump. The pump case was found to be cracked between the display and the keypad. A leak test was performed and a leak was found at the crack in the pump case. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue while on vacation in the cayman islands. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.